Event description:
During baxter's functionality testing of a spectrum pump, the device did not have audio output. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. The rear case (including the failed speaker) was replaced.